Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7136615, medical device expiration date: 2022-04-30, device manufacture date: 2017-05-16. Medical device lot #: 7249730, medical device expiration date: 2022-08-31, device manufacture date: 2017-09-06. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ entral syringe there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex, event attributed to, device single use?, device returned to manufacture.

Event description:
It was reported with the use of the bd¿ entral syringe there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd entral syringe there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Two 10ml oral/enteral syringes were received in individual zip lock bags and evaluated. The bags were labeled ¿plunger syringe moisture visibility ¿ foreign matter.¿ both syringes were in bottom out stopper position. There was a patch of what may appear to be moisture between the stopper and the roof of the barrel. However, the substance was silicone that is used in the assembly process. The plunger was moved back and the amount of silicone observed to be present was minimal. The amount was confirmed to be normal and expected for this product per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. The reported defect was not identified in the samples received. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received.